Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to adjust therapy appropriately. Fluoroscopy confirmed the lead at l1 vertebral level is fractured. As a result, the patient may be awaiting surgical intervention.